Event description:
Hospital ICU personnel were performing a synchronized cardioversion to a pt, condition unknown. Two synchronized countershocks were delivered but, according to the rptr, the device would not subsequently discharge energy. A backup device was immediately called for and used and no adverse affects to the pt were reported as a result of the alleged malfunction.